Manufacturer narrative:
The use of the above devices in combination with a competitor femoral stem, modular sleeve and plug constitutes an off label application.

Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt levels.